Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the tip was detached. Visual inspection further revealed that the sheath was kinked. Impedance testing revealed no electrical issues with the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2024 it was reported that an imaging issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon pullback, it was noted that the image was lost. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the tip was detached.